Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric, and 75% stenosed mid left anterior descending artery. Pre-dilatation was performed using a 3.0 x 15 mm tenku and a non-abbott stent was implanted. The same tenku was used for post-dilatation when the balloon ruptured at 3 to 6 atmospheres. A non-abbott balloon catheter was used to complete the post-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns extra floppy. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.